Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was tested with a test water fill reservoir. During our testing the units left at reservoir icon properly matched units left at test reservoir. The insulin pump was received with all operating currents within specifications and passed functional testing including rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. However, the insulin pump was received with minor scratched lcd window.

Event description:
*Customer called to report a blood glucose level of 27 mg/dl. Current blood glucose reading was 52.2 mg/dl. Customer also reported a delivery anomaly. It was reported that the insulin pump delivered insulin without programming. Nothing further reported.